Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor, on the 1st day of wear. The customer reported subsequently experiencing a loss of consciousness. Emergency services were called and the customer was determined to be hypoglycemic. The customer was unable to relay what treatment was provided as the customer was unconscious at the time of treatment. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor, on the 1st day of wear. The customer reported subsequently experiencing a loss of consciousness. Emergency services were called and the customer was determined to be hypoglycemic. The customer was unable to relay what treatment was provided as the customer was unconscious at the time of treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6)was returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and visual inspection was performed, no issues were observed. Sensor was reprogrammed and sim vivo test was preformed. All results were within specification. No malfunction or product deficiency was identified.